Event description:
It was reported that this right atrial (ra) lead exhibited high threshold. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold. The lead was surgically explanted. No additional adverse patient effects were reported. Additional information was obtained which indicated that there was an attempt at extracting leads in the past but was partly successful since there were couple lead fragments still left inside the heart. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.